Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation however, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, the patient underwent right femoral artery thrombectomy, the rotarex catheter emitted a sharp noise and lost suction. Upon removal, a broken spring was observed. No broken parts were left inside the patient's body. It was further reported spring inside the catheter detached; the procedure was completed using another device. There was no reported patient injury.

Event description:
On (B)(6) 2025, the patient underwent right femoral artery thrombectomy, the rotarex catheter emitted a sharp noise and lost suction. Upon removal, a broken spring was observed. No broken parts were left inside the patient's body. It was further reported spring inside the catheter detached; the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample was received. A physical investigation was not possible. The user report and the provided images contain information regarding catheter helix break. After review of the provided images helix break can be confirmed. A clear root cause could not be identified but a damaged catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.